Event description:
It was reported to gore the following: in 2008, a patient was implanted with gore dualmesh to repair an abdominal incisional hernia. The gore dualmesh was sutured to the inside of the rectus muscle with the underlay method using absorbable sutures. Two months later, the implanted gore dualmesh came off the rectus muscle to which it was sutured, pushed out of the rectus muscle, and was removed by a physician. The gore instructions for use state "use only nonabsorbable sutures..." "The use of absorbable sutures may lead to inadequate anchoring of gore dualmesh biomaterial to the host tissue and necessitate reoperation."

Manufacturer narrative:
The investigation is in progress.